Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege a detached limb was identified in the hepatic parenchyma prior to retrieval. The filter was allegedly successfully retrieved with a snare device. Two days after retrieval, an unsuccessful attempt to retrieve the detached limb was allegedly performed. A CT performed approximately 6 months after filter retrieval allegedly demonstrated the detached limb in an unchanged position. Based on the medical records, the investigation is confirmed for a detached limb. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient presented to the hospital with leg swelling and leg pain. Ultrasound performed identified dvt in the femoral vein. A bard g2 jugular filter was deployed successfully inferior to the renal takeoffs without incident. Upon successful deployment of the vena cava filter a secondary access was gained in the left popliteal vein to start deep vein thrombolysis. The following day the patient was brought back for angioplasty and vascular stenting of the left femoral vein. Approximately six months post filter deployment the vena cava filter was retrieved successfully without incident. Visual inspection identified one missing filter limb. Guided fluoroscopy identified a metallic linear foreign body within the mid-hepatic vein. A follow up CT scan demonstrated the metallic foreign body within the mid-hepatic vein. One day post filter retrieval an attempt to remove the detached limb from the hepatic vein was unsuccessful. The detached limb remained embedded in the hepatic vein. Approximately one year post filter deployment a CT scan of the abdomen demonstrated the metallic foreign body in the mid-hepatic vein. It was noted that in compared to the prior CT scan of a year ago the metallic foreign body had not changed position and remained in place. No other attempts were made to remove the detached filter limb. The patient status at this time is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of dvt in the lower extremities. Approximately six months post filter deployment the filter was successfully captured and retrieved without incident. However guided fluoroscopy demonstrated a detached filter limb embedded in the mid-hepatic vein. One day post filter removal an attempt to remove the detached limb from the hepatic vein was unsuccessful. A one year follow up CT scan demonstrated the detached filter limb remained in place in the hepatic vein. No further attempts were made to remove the detached filter limb. The patient status at this time is unknown.